Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The inner proximal set up joint (suj) was returned for failure analysis and the reported error 32100 was confirmed and replicated. In the logs, error 32100 was confirmed indicating that the axes controller setup (acu) board reported a voltage monitoring error, with p-values pointing to the flex brake. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a working system where the error was replicated once the psuj was clutched, with p-values still pointing to the flex brake. The unit was tested on a test platform where it passed all relevant testing. Failures indicate a voltage fault between the acu board on the psuj and the flex brake found on the system. The probable root cause is attributed to electrical and fiberoptic defect associated with the horizontal rolling loop & acu board.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that the system was repeatedly throwing recoverable errors that returned immediately after recovery. The logs indicated multiple 32100 errors pointing to the proximal section of arm #2. The user had already performed a power cycle before contacting tse, but it was unclear if the emergency power off (epo) button had been pressed. As a troubleshooting step, the user decided to disable the affected arm and proceed with the procedure using three arms. No known impact or patient consequence was reported.